Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2026-00010 3004608878-2026-00012. An authorized distributor reported that the mayfield modified skull clamp (a1059) gave way and did not fix during surgery. The incident caused an increase in surgical time of more than 30 minutes, due to the need to manage the situation. There was no death, but rather lacerations to the scalp, constituting an injury associated with the event. The event occurred in (B)(6) hospital.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the skull clamp shows the skull clamp's base has worn off inner threads in the center of the starburst teeth which is considered misuse. This makes proper fixation of the adapter impossible, and therefore a stable positioning of the patient's skull cannot be guaranteed. The base must be machined and tabbed to insert the helicoil threads. Additionally, the skull clamp has rotational movement in its swivel lock assembly, and a residue buildup is present. For the adjustment of the lock assembly, new components need to be added to replace the worn internal parts including the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls, washer, and the small parts of the rocker arm (washers, nut and garder screw) due to wear. After completing the repair, the unit will undergo a function test to meet manufacturer specification. Root cause - the complaint is confirmed via inspection of the unit. The root cause is misuse causing wear and tear on the unit. No further corrective action beyond the repairs is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.